Event description:
It was reported that a balloon rupture occurred. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6 atm for 3 seconds. However, it was further reported that the device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications reported and no problem on the patient's condition post procedure.